Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
The device can no longer be repaired. The device was returned to the customer unrepaired. Further root cause could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The issue was isolated to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported issue.